Event description:
The device was returned to the manufacturer because it had an alarm and failed to turn on. There is no known patient involvement. The manufacturer repair technician ordered a power cable, pollen filter, and tubing to remedy the problem. The evaluation/repair is ongoing, and the complaint is still under investigation. A final report will be submitted once the investigation is complete.